Event description:
It was reported during a routine check ,the cs300 intra-aortic balloon pump (iabp) keypad is not working. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10,h11. Corrected fields: d4(version#,catalog#). Additional fields: e1(event site state: 11, event site postal code: 695011). It was reported that during routine check the cs300 intra-aortic balloon pump (iabp) keypad was not working. There was no patient involvement and no harm reported. A getinge field service engineer (fse) checked and found one key was not working . Fse opened the key pad, cleaned the pcb and connectors. Reconnected the pcb to key pad . Checked and found fault rectified . All checks done. The unit passed all functional and safety tests to factory specifications. Unit was cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.